Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the first sensor the customer inserted did not have a cannula. Customer stated that the transmitter did not flash and when she removed it the cannula was missing. Customer was stating that she placed a sensor on and after 4 days, the sensor failed with a sensor glucose value not available on sunday. Customer stated that the sensor has now started to alarm change sensor. It was explained that it is due to the sensor glucose values not being available. Customer does not have sensors to return.